Event description:
It was reported that the infusion sets were defective and that only half of the plaster had self-adhesive. The customer has two boxes and was not able to verify the lot numbers. The customer is not able to specify if all affected products are from the same batch.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.